Manufacturer narrative:
Analysis of the 9733856 found a connection cabling issue/hardware being damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that when the system was powered on and attempted to enter the cranial software, the system displayed no signal. A hard shutdown was performed twice but the system would show no signal and would not come to the application launch screen. Medtronic representative reseated all the cables, but the issue persisted. Site used a different navigation system for upcoming case. It was stated that when the representative returned the system booted to application launch screen. There was no patient present when the issue occurred.